Event description:
There has been no report of serious injury or illness associated with this complaint. A product problem has been confirmed and has been determined to be likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
The lab evaluation indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. There was no report of under-delivery or inaccurate delivery due to the priming error. Additional findings: fault code present. Priming error due to broken cassette door pivot point.